Event description:
A pt reported they were unable to receive an accurate reading on their one touch basic enhanced meter due to their meter reading inaccurately erratic. The result on their meter was 63mg/dl and then 357mg/dl within less than 10 mins. Customer had been applying blood sample to the test strip incorrectly. Meter did not read within range. No further info has been reported. No serious injury or allegation of harm.